Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 02/27/2017. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that after the connecting the cooltip to the generator and turning on the generator, the impedance showed was as high as 972. The power output was abnormal. . The sample has been discarded by the hospital. On (B)(6) 2016 add'l info: physician replaced with another electrode needle to complete the procedure.